Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal procedure, while inserting co2, the device valve seal disengaged. It was change by a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the inflation syringe was not received. The 5mm converter valve seal for the trocar balloon was disengaged and received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks was detected. The dissector balloon was inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged 5mm converter valve seal may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.